Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of break in aseptic technique, fever, and bacterial peritonitis in a patient ((B)(6)) coincident with dianeal, low calcium (2,5meq.l) 1.5% dextrose and dianeal, low calcium (2,5meq.l) 2.5% dextrose therapies. On (B)(6) 2007, the patient began treatment with dianeal pd4 1.5% and 2.5% dextrose (doses, frequencies and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was reported to be ongoing. On an unreported date, the patient experienced a break in aseptic technique and fever. On (B)(6) 2012, the patient experienced bacterial peritonitis manifested as cloudy effluent and abdominal pain. The reporter stated the cause of the peritonitis was due to a break in aseptic technique (details not provided). The cause of the fever and break in aseptic technique was not reported. On (B)(6) 2012, the patient was hospitalized. It was reported that the patient received remedial treatment with an unknown antibiotic (dose, frequency, lot not reported). It was not reported when the patient was discharged from the hospital. At the time of the report, the patient was recovering from the bacterial peritonitis. The outcome of the fever and break in aseptic technique was not reported. Concomitant therapy was not reported. The nurse confirmed the cause of the peritonitis was unrelated to a baxter device or solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Follow-up information was received from a nurse. On (B)(4) 2012, the patient was discharged. The patient recovered from this peritonitis event. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique by the patient. The assignable cause was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.